Event description:
It was initially reported by the patient that a night club had opened across the street from his home and when the sound system was turned on loudly, it felt like there is "a tuning fork being put in his brain". Additional information was received from the patient that reported when the sound system is turned on, he "can feel it inside his head", but it doesn't hurt. The patient also reported that he suffers from blackout seizures and the sound system can trigger them. The patient noted that sound systems in theaters and cars, or any large speaker or subwoofer affects him. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 7436, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3387s-40, lot#: v079716, implanted: (B)(6) 2008, product type: lead; product ID: 3387s-40, lot#: v079716, implanted: (B)(6) 2008, product type: lead. (B)(4).